Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient experienced dizziness when at home.

Manufacturer narrative:
Concomitant medical products: 5024m-58 lead, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after they experienced a syncopal episode. It was reported that the implantable pulse generator (ipg) exhibited a sensing problem. It was also noted that the right atrial (ra) lead exhibited oversensing/noise that could be recreated by the patient performing isometric movements. The device and lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.